Event description:
Patient was admitted on 10/11/99. The valve was explanted on 10/26/99 due to paravalvular leak. The surgeon cut out a portion of the sewing cuff after explant and sent to pathology.